Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and station was offline. A field service engineer (fse) arrived at the station and found that the unit would not power on. During troubleshooting, an internal pyxis bus cable in the auxiliary unit was identified with a burn mark, indicating grounding against the chassis. The seven connector internal pyxis bus cable was replaced, and the system was tested and confirmed to power on and operate properly after the repair. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer failed and station was offline. The user tried to reboot and recover but issue persisted. There were no adverse events or injuries reported based on this event.